Event description:
During a procedure, the patient felt burning heat and pain from the endoscope when the endoscope touched the patient's anus. The user stopped the procedure. However, the patient's bad feeling was gone when the light source was turned off. The user replaced the device with another device and completed the procedure. There was no report of other injuries associated with this event.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. According to the device analysis, the fault phenomenon was not confirmed. The appearance of the device was normal. There was no leakage. When the distal end of the scope was touched to the skin, there was no feeling of burning pain. All indicators were within the specification range. Distal end heating was not confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047 - 2021 - 13935. Olympus re-evaluated the event reported in the initial report and determined that there was no MDR reportable injury. Therefore, this report is being submitted to retract the MDR on the event.